Event description:
It was reported that the pt's implant had a short circuit between channels 2 and 3 during an intra-operative check in (B)(6) 2006. A further check carried out in (B)(6) 2009, showed 1 electrode channel with hi impedance. During an examination on (B)(6), 2010, it was seen that now 3 electrode channels have hi impedance and have been disabled, along with another electrode channel disabled due to a short circuit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.